Manufacturer narrative:
Draeger has started an investigation, a follow up report will be submitted upon completion.

Event description:
It was reported the infinity m540 monitor did not emit an audible alarm. The visual alarm worked as expected. No adverse patient impact was reported.